Manufacturer narrative:
Other text: b5: updated with additional information. H6: patient code was updated to reflect code (B)(6).

Event description:
It was further reported that there was no patient involvement regarding the previously reported product malfunction.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The right plunger case was cracked. The bottom case had a screw mount broken off. There was a travel course reverse error and a check clutch/ plunger lever error in the event history log (ehl). Multiple occlusion tests were performed. The errors from the ehl were not reproduced during the tests. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced as a preventative measure: clutch halves (left and right), leadscrew and spring.

Event description:
It was reported the medfusion pump produced a travel coarse error during an occlusion test. No patient injury or complications were reported in relation to this event.